Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was reported that alert settings cannot be altered. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
It was reported that it was reported that alert settings cannot be altered. Product was provided for investigation. The allegation was not confirmed via product. The probable cause could not be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).